Event description:
It was reported two unspecified bd¿ infusion set leaked at the connection site. The following information was provided by the initial reporter: "last week several nurses reported leakage from the 22ga IV cath to the extension set."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-07-14. H6: investigation summary: bd received a 22 gauge insyte autoguard blood control IV catheter unit from an unknown lot for evaluation. A device history review could not be completed as no batch number was provided. Our quality engineer visually inspected the returned unit and observed no physical/mechanical damage to the unit and its outer threads. Next, the unit was microscopically inspected the detect any defects not easily identified. Microscopic inspection determined that there was damage to the inner wall near the end of the adapter. This type of damage would prevent a secure connection and was likely the cause of the defect. Finally, a water/air leak test was performed and no leakage was observed after the excess media was removed from the extension tubing. Based off the visual inspection and testing the engineer was able to verify the reported defect. It was determined that this was a manufacturing defect that occurred due to the unit coming into contact with the manufacturing equipment. The manufacturing facility has been notified of this incident and the findings. A notification has been issued to ensure that preventative maintenance is being performed at the correct intervals to prevent this issue. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends. H3 other text: see h10.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported two unspecified bd¿ infusion set leaked at the connection site. The following information was provided by the initial reporter: "last week several nurses reported leakage from the 22ga IV cath to the extension set."